Event description:
The following was reported to hamilton medical: "the report from hospital say: at 13:57 on (B)(6) 2025, the transfer nurse carried the transfer system and emergency transfer kit with the chief resident physician to the delivery room of the hospital to transfer the son of tang manlei, a 29+5-week premature baby (admission number (B)(6). The child needed assisted ventilation with a ventilator. When adjusting the parameters of the transfer ventilator, the chief resident physician found that the ventilator flow sensor suddenly malfunctioned and could not be used. There were no spare transfer kits available for replacement. At that time, the chief resident physician immediately used a t-combination resuscitator to assist ventilation, and the child was safely transferred to the ward." No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag reference nr. Is (B)(4).

Manufacturer narrative:
Investigation outcome: it was reported that "when adjusting the parameters of the transfer ventilator, the chief resident physician found that the ventilator flow sensor suddenly malfunctioned and could not be used", and a "t-combination resuscitator to assist ventilation". There was no report of harm to patient, user or third party, nor a treatment in delay. No interruption of ventilation or medical intervention was reported. Device logs were not provided with this cer. The flow sensor failed during pre op checks. There was no patient involvement. The flow sensor calibration is usually performed before patient use and is a required process to establish its accuracy. This calibration ensures that the ventilator can accurately measure the airflow and airway pressure being delivered to the patient and does not immediately indicate that the ventilator is unsafe. It is a diagnostic check to confirm that the sensor is functioning as expected. Devices always need to undergo self-test and calibration before usage. If the flow sensor calibration failure alarm is ignored, the device would continously alarm when used. If the test is not performed at all (which is against instruction in IFU) there is a potential that the measurement/values shown are not fully accurate. Replacing the flow sensor resolved the issue. This case is considered as closed.